Event description:
It was reported that a pump declared alarm 20 during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge correctly, and the customer was able to successfully resume insulin therapy. No previous reports of similar alarms were noted with this pump.